Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to annular contact, the patient became hypotensive and the valve was deployed. The systemic pressure rebounded and moderate paravalvular leak (pvl) was noted. The valve was implanted at 14mm on the non-coronary cusp (ncc) and 15mm on the left-coronary cusp (lcc). A second valve was implanted valve-in-valve resulting in trace pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.